Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this ra lead had noise and oversensing which resulted in inappropriate atrs.

Manufacturer narrative:
It was reported that this lead was explanted on (B)(6) 2020.